Manufacturer narrative:
The reported event of lead fracture was not confirmed while the reported event of noise was confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was isolated to the external insulation abrasion breaching the outer insulation and exposing the outer coil. X-ray examination did not find any indication of conductor fractures. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead.

Event description:
Related manufacturer report number: 2017865-2024-34265. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise and was resulting in patient dizziness. During lead revision, it was noted that the atrial lead showed signs of insulation breach. Both leads were explanted and successfully replaced. The patient was stable.

Event description:
Additional information received noted the leads were fractured.